Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed on the bottom case and plunger assembly. It was also observed that the right plunger case was chipped and the bottom case was cracked. Review of the event history log showed an occurrence of a "motor not running" alarm message. Functional testing found that the device exhibited a "motor not running" error message at the beginning of the occlusion test. The investigation determined that the stepper motor not operating as intended was the cause of the reported issue. The stepper motor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed motor error. No patient injury reported.